Event description:
It was reported that during a procedure the case report from indicated that the stent was initially implanted in 2003. Two mos later, angiography was performed and restenosis was noted in the target lesion, which was treated with angioplasty. It is unknown if the restenosis was related to the initial procedure.